Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set). The alarm occurred during an unknown step of peritoneal dialysis therapy. It was unknown if the patient was connected at the time of the alarm. The technical service representative was unable to troubleshoot the setup as this alarm occurred during a previous therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.